Event description:
It was reported that during a sigmoid colectomy procedure, the device did not deploy staples completely. The staples only partially ejected from staple housing. Did not cause any patient consequence and procedure was completed with another device of the same product code.